Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device developed a black circle on the display and was confirmed to have a damaged screen, after which a replacement ilet was shipped and the original was returned. Symptoms included no adverse health effects, and blood glucose levels were reported as not affected. Outcomes included device replacement with continued therapy and no medical intervention. Investigation included coordination with the distributor and warehouse to verify receipt and return of the original device and confirmation of product handling. Investigation of this device revealed a damaged display screen consistent with physical damage to the device housing and display component, with no functional impact on therapy performance reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.